Event description:
It was reported that the ilet device¿s screen became unresponsive, preventing access to the user interface, and a replacement device was arranged. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or therapy interruption beyond inability to operate the device. Investigation included basic troubleshooting and confirmation of the issue through user report. Investigation of this case revealed a device performance issue consistent with an unresponsive display or user interface malfunction; no alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of unknown underlying mechanism.